Event description:
The facility's nurse manager reported that the ball valve in the buretrol did not release (move up) during priming or persantine. Reportedly the set could not be primed. New tubing with a new persantine was obtained and the infusion was started. The defective set was not used on the patient. No patient injury was reported related to this event. No additional information available.